Event description:
It was reported that: inserted on (B)(6) 2011. Went to inject antibiotics on (B)(6) 2011. PICC line had migrated. The blue catheter had disappeared into the arm. Line had migrated 5-10 cm from entry site. Extension leg and white hub were still in place secured by a statlock. Pt has been transferred to another hospital because the line has migrated to the pulmonary artery and the pt is undergoing by-pass surgery today ((B)(6) 2011).

Manufacturer narrative:
The device has not been returned to MFR for eval. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.